Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned bearing identified damage to it from impaction to the tray. Medical records were not provided. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant products: item#115370; lot# 104630; comp rvs tray co 44mm. Item#113632; lot# 64864899; comp primary stem 12mm mini. Item# 405889; lot# 834620; comp rvs 2.7mm dia drl. Item# 405800; lot# 523080; comp. Rev shldr 9 in steinmann. Item# 115396; lot# 692590; comp rvs cntrl 6.5x30mm st/rst. Item# 010000589; lot# 709750; comp rvrs 25mm bsplt ha+adptr. Item# 180550; lot# 508960; comp lk scr 3.5hex 4.75x15 st. Item# 180552; lot# 277230; comp lk scr 3.5hex 4.75x25 st. Item# 180558; lot# 130890; comp nlk scr 3.5hex 4.75x20 st. Item# 115310; lot# 903670; comp rvrs shldr glnsp std 36mm. Report source: foreign: event occurred in (B)(6). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the polyethylene standard bearing did not fit the comprehensive humeral tray during surgery. As a result, a +3mm polyethylene bearing was used to complete the surgery. No adverse events have been reported as a result of the malfunction.